Event description:
The machine was being set up for patient use. The cartridge set would not prime and gave the warning on the nxstage machine to "check arterial pressure". The crrt machine began to make a loud clicking noise. The cartridge set was then changed and the new cartridge set worked and primed fine. Manufacturer response for crrt cartridge and filter set, (brand not provided) (per site reporter). The field representative for nxstage (now fresenius) was made aware.